Event description:
It was reported that the t: slim x2 pump battery would not charge, with a power source alert noted in the pump's history. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, including using the tandem wall adapter for 30 minutes and trying a different charging cable, but the issue persisted. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.